Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 124 mg/dl, 196 mg/dl, and 264 mg/dl. Customer had the meter coded incorrectly at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips. Replacement was sent.